Manufacturer narrative:
Tech service reported that the field service engineer (fse) found the platinum one computer could not be repaired and provided an upgrade quote to customer for an i5 upgrade. The upgrade was completed and the system was returned to the customer for full service.

Event description:
Customer states the system fluoro failed during an unknown procedure. Staff moved the patient to another room and completed the procedure without incident. No reported injury.